Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and the battery charger. System operates as intended.

Event description:
Customer reported a precharge failure. No pt injury was reported.